Event description:
Customer reported noticing a forty point difference in the blood glucose values versus the sensor glucose readings. Customer stated that the blood glucose reading was 40 mg/dl and the sensor was reading 114 mg/dl. Customer also stated that her sensor has previously fell off and she has received a weak signal alert. Customer's blood glucose reading at the time of the call was 150 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.